Event description:
A malfunction alarm was reported by the distributor, rubin medical ab, in sweden for a tandem pump. There was no reported impact to the customer¿s blood glucose level. The pump was reset, but the customer needed a replacement, which was provided under warranty. The customer was informed about the need for replacement and confirmed the shipping details. The customer was instructed to return the malfunctioning pump within 10 days using a pre-paid label and return box. No additional information about the customer's backup therapy was provided.